Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
It was reported by the patient that post implant of the realize adjustable gastric band, the patient reported not having much restriction. The patient has lost (B)(6). The port was scheduled to be replaced on (B)(6) 2010, but was postponed. On (B)(6) 2011, the port was replaced. The tubing was found to be disconnected so the port was replaced and the tubing reconnected. The patient is doing fine.